Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that the arcos one piece stem inserter broke off during implantation of the stem. No product fell in the patient. The procedure was completed when the surgeon switched from the arcos 1 pieces to the arcos modular system with a cone body and sts stem. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h3 h6 h10 visual examination of the returned product identified the inserter has a wear mark on the stem of the device. The threaded tip had fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.